Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. Data analysis was performed, and boston scientific technical services indicate that the power consumption is increasing in a gradual fashion and recommended device replacement due to this anomaly. No adverse patient effects were reported. This device remains in-service.